Manufacturer narrative:
To resolve the issue, the appropriate repairs were completed. The unit was tested, confirmed to be operating according to specification, and returned to service. No additional issues have been reported.

Manufacturer narrative:
A steris service technician arrived onsite to inspect the unit and confirmed the sharp edges. The technician has ordered parts to make the appropriate repairs. A follow-up MDR will be submitted when the repairs are complete.

Event description:
The user facility reported that two employees received injuries from "sharp edges" while wiping down a 6000 series endo drying cabinet. The first user suffered a minor laceration on her finger and received a bandage from a medical professional. The second suffered a cut on the back of her hand and received steri-strips from a medical professional.